Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer did not want troubleshoot and hang up. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that the pump is not giving insulin at this time as the motor error stopped the delivery of insulin for his safety. Customer stated that he doesn't have a backup plan at this time as he is at work. Customer did not to continue troubleshooting and hang up.